Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out although the customer had set it according to the procedure as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical usage and blood were observed. The blue slide lock was in the unlocked position, and the plunger was fully depressed. The tension spring assembly was found inside the delivery tube. The seal was exposed, hanging outside of the tube. There was blood on the seal. No cracks or delamination were observed. No measurements could be performed since there was blood observed within the delivery tube. Based upon the received condition of the device, the reported complaint "fitting problem" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out although the customer had set it according to the procedure as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects.